Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4, -15.50/+3.0/x076 diopter implantable collamer lens in the patient's left eye on (B)(6) 2014. Excessive vault was noted. The lens was explanted and exchanged for a smaller length lens on (B)(6) 2015. This resolved the problem. See MFR. #2023826-2016-00649 for right eye.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in lens case/vial. Visual inspection found the haptic bent. Conclusion: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. (B)(4). No new incision was made. This code is not applicable under device code; it should be listed under patient code instead. (B)(4).